Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p4j1069) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual and functional evaluation found no notable condition related to reported condition. It was reported that the device articulation was insufficient. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of broken adapter and partial fire that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure prior to firing, the egia handle experienced issue, specifically the stapler did not articulate. It was noted that the stapler arm was unable to adjust. The device was replaced with a new stapler and cartridge to resolve the issue. There were no consequences or impact to the patient. Medtronic's initial evaluation of the incident device found that the device partially fired.